Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in a tibial artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, on the fluoroscopy, the physician noticed that the catrx broke in half while inside the sheath. Upon removal of the first half of the catrx, the physician noticed that there were cuts at every one centimeter for approximately 30 centimeters of the catrx. It was reported that the physician experienced resistance advancing and retracting the catrx during the procedure. The physician performed an open surgery via cutdown technique to remove the second half of the catrx. It was reported that the patient was doing well after the surgery.